Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer has been going to bed at 246 mg/dl and waking up in the middle of the night with sensor glucose versus blood glucose differences in the 40, 50, or 60 mg/dl range. The customer was at 285 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed but did not resolve the issue. The customer was using a competitor's sensor. The customer also reported hard to press pump buttons. The reservoir will not be returned for analysis.